Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat tricompartmental osteoarthritis. The patella was resurfaced and an unknown number of depuy smartset gentamycin 40g cements were utilized. The procedure was completed without complications. Surgeon notes the patient is morbidly obese with a bmi over 40. Patient received a right knee revision to treat pain, reduced rom, discomfort, synovitis, and walking difficulty secondary to loosening and collapse of the tibial tray. Upon entering the joint, reduced rom was confirmed and abundant scar tissue and synovitis was debrided. Lcl laxity was identified. The femoral component was grossly loose and debonded at the cement to bone and bone to cement interfaces and revised. The tibial tray had significant medial collapse and was loosened and debonded at the cement to implant interface and revised with bone loss. The surgeon notes there was hypertrophic bone around the tibial tray that was attributed to the loosened tibial tray. The patella was well fixed and stable and was retained. There was no reported product problem with the revised tibial insert. The patient was revised with a competitor knee construct. The surgeon notes the patient¿s morbid obesity was a contributing factor to the failure of the primary knee. The procedure was completed without complications. Doi: (B)(6) 2013 dor: (B)(6) 2020 right knee.